Event description:
It was reported that the feed was to deliver during the night. In the morning it was observed that the container remained full and the pump was still pumping, but no feed was delivered.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.